Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. There was a connector pin observation. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited grommet/setscrew problem leading to impedance out of range values for the right atrial (ra) lead and right ventricular (rv) lead. It was also reported that the device exhibited high thresholds. The device was explanted and replaced. It was also reported that the rv lead connector pin got stuck in the header. The lead was capped and replaced. No patient complications have been reported as a result of this event.